Event description:
The customer tested her blood glucose and received a reading of 280 mg/dl using her contour meter. She retested using another contour and received a reading of 124 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer was advised to return her test strips for evaluation. Replacement strips were sent to the customer.